Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Despite due diligent attempts to receive further information regarding this event, no additional information was received from the customer. Therefore, the cause of the event cannot be determined.

Manufacturer narrative:
This is one of three initial manufacturer reports (31857, 31861 and 31865) being submitted for this article. H10: additional manufacturer narrative: the date of the event is unknown. Therefore, date article was received for publication (B)(6) 2022) was used as the date of event. The exact model of the implanted valve is unknown as these models 6900 and 6900p were stratified to the same group for analysis. Brand carpentier-edwards perimount pericardial mitral bioprosthesis, model # 6900. Brand carpentier-edwards perimount plus pericardial bioprosthesis, model # 6900p. Article citation: tzimas g, haugan d, akodad m, sathananthan j, meier d, qanadli sd, webb jg, blanke p. Computed tomography reference dimensions for identification of stented surgical mitral bioprostheses valve size. J cardiovasc comput tomogr. 2022 nov-dec;16(6):517-523. Doi: 10.1016/j.jcct.2022.07.001. Epub 2022 jul 7. Pmid: 35872138. The subject devices are not available for evaluation as they remain implanted. In this case, the customer was not able to provide any further information on these events, as the records are anonymized and not readily available. Therefore, no details regarding what issue warranted the intervention or what comorbidities the patient had were provided.

Event description:
Through review of medical article " computed tomography reference dimensions for identification of stented surgical mitral bioprostheses valve size", the following event was identified as pertaining to an edwards device: 27 patients with either a valve model 6900 or 6900p implanted in mitral position underwent valve-in-valve procedure after an unknown implant duration due to failed bioprosthetic surgical heart valve.